Event description:
Patient reported that back to back test readings on the ss meter were 102 and 156 mg/dl (86% difference). Tests were done within 10 minutes of each other using different finger sticks. No symptoms were reported. Meter is not cleaned according to manufacturer's product recommendations. Pt did not have supplies to do control test. Lfs representative reviewed qc procedures and meter/lab comparisons with pt. Meter was replaced. There was no allegation of harm.